Manufacturer narrative:
Product analysis received and examined the returned product. Visual examination identified the particulate as degraded resin that is partially embedded in the tubing wall and extends into the fluid pathway. The cause of the reported problem is degraded compound (resin) that collected on the extrusion tooling and became partially embedded in the tubing as it was formed during manufacturing. A 12 month review of complaint history determined the frequency to be 0.59 complaints per million (cpm) for similar defects. This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they saw a foreign body within the low pressure connector tubing (lpct). The customer elected not to use the tubing. No injury or adverse event was reported.